Event description:
Info received indicates the scale is inaccurate on the bed.

Manufacturer narrative:
The hill-rom tech indicated the beds scale was inaccurate. The tech replaced the scale readout assembly to repair the bed.